Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was ruptured. The 75 % stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery mid. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon was ruptured at 12atm within 10 seconds. The device was removed without any problem with usual method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.